Manufacturer narrative:
Additional information regarding the event including the lot number of the device was requested but not received. Microscopic examination was performed on the returned lens and found the lens with one haptic slightly bent. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to this event.

Event description:
It was reported that the lens was removed and replaced intraoperatively due to a bent haptic. The incision was enlarged. No sutures were required and there was no impact to the patient. Additional information was requested, but not received.